Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient experienced panic, flushed face and shaking hands during a taxol infusion. Although requested there were no other event details provided by the customer.